Event description:
Imp # 3006639916-2015-00141.

Manufacturer narrative:
Batch review performed on july 7, 2015: lot 135425: (B)(4) stems manufactured and released on february 13, 2014. No anomalies found related to the problem. To date, (B)(4) stems of the lot have been already sold without any similar reported issue. On june 26, 2015, the medical affairs director made the following comment: a fracture occurring very few day after operation is very often of iatrogenic nature. It can only be suspected nad not clearly seen on the low-quality post-op xray. There is no reason to suspect that the cause for this fracture lies in a problem with the devices.

Manufacturer narrative:
On 07 september 2015 it was prepared a final report with the information already submitted in the initial report. On the same day the report was sent to the initial reporter and the case was closed.